Event description:
Physician was in process of peeling inner limiting membrane with disposable pneumatic forceps of the alcon constellation surgical device. He had successfully peeled some of the membrane when the tip shot off handpiece and "sarted" the retina. Substantial damage to the eye resulted. Unknown amount of disability or permanent damage at this time. The surgical case could not be completed due to substantial hemorrhage and new retinal tears. Reason for use: macular hole in right eye, blurred vision - history of vitrectomy / membranectomy; fluid/gas exchange - sgy plan.